Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing, resulting in automatic mode switch (ams). No intervention was performed, and the patient was stable.